Manufacturer narrative:
Occupation: ni equals lay user / patient.

Event description:
The initial reporter questioned the inr results from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Around midnight on (B)(6) 2018 the customer had a meter result of 5.7 inr and within 30 minutes the laboratory result was 3.2 inr. The customer stated that all week prior to the date of event, they had been obtaining inr results from the meter above 5.0 inr. Due to the high results, the customer had been withholding their coumadin. On the date of the event, the customer went to the emergency room with chest discomfort where a pulmonary embolism (pe) was diagnosed due to deep vein thrombosis (dvt). Medical assessment of the event determined that the dvt followed by the pe developed under sufficient anticoagulation and was not due to the discrepancy between the meter and laboratory result. The customer current condition was provided as good. The customer was discharged on (B)(6) 2019. The customer returned to the hospital on (B)(6) 2019 to have an ultrasound performed on her leg to confirm there were no additional clots. The customer's therapeutic range is 3.5 - 4.5 inr. The customer does not have hematocrit concerns, is not on direct thrombin inhibitors, is not on heparin, and has had no changes in diet or medication. The patient has lupus. According to product labeling, anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, causing false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. The customer's meter and test strips have been requested for return. The customer wants to continue use of the meter and will only be sending back the test strips. The retention test strips (lot 322641) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material in inr ranges < 4.5 complies with the specification, based on requirements of the regular retention testing process of the qc department.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.1 inr; qc 2: 3.1 inr; qc 3: 3.1 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.8 - 4.2 inr). All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Medwatch was updated with correct strip lot expiration date.